Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient fixture test platform (pftp) where fault check was found to be failing on the axes controller motherboard (acm) pca, replicating the reported event. Once testing was completed, the acm printed circuit assembly (pca) was applied behavioral analysis tested and was verified to be the source of the fault.

Event description:
It was reported that after a da vinci-assisted surgical procedure, usm#1 had recoverable fault. Site recovered the fault, rebooted the system and error persisted. Technical support engineer (tse) advised her to complete hard power cycle, but issue persists. Tse cannot confirm the error since logs are not uploaded yet. The procedure was completed.